Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone18.3.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient passed away. The reporter stated that the patient was hospitalized prior to death and that the Omnipod 5 device had been removed during the hospital stay. No device malfunction was reported. The contact was made to request discontinuation of notifications and alerts associated with the patient's account following the patient's death. The date and cause of death were not reported. At this time there is insufficient information to determine if Insulet's device caused or contributed to the reported event. A supplementary report will be filed should additional information be received.